Event description:
It was reported via clinic notes received that the pt has been diagnosed with severe sleep apnea. It is noted that a different physician than wrote the clinic notes stated that the vns is interfering with sleep. Attempts for further information have been unsuccessful to date.